Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a stent dislodgement occurred. The target lesion was located in the severely calcified and tortuous mid circumflex (cx). The lesion was predilated with a maverick and quantum balloon of unknown size and the physician completed 12 or more inflations with the balloons. A 2.5x10mm flextome cutting balloon was advanced to the target lesion but was unable to cross the lesion. The device was removed and the lesion was dilated to 26atms with a non bsc device. The 2.5x12mm taxus express2 drug eluting stent (des) was then advanced to the target lesion and significant resistance was met. The physician attempted to remove the des and pulled the device out of the tuohy and it was noticed that the stent had dislodged. The stent was found un-deployed in the proximal cx. The physician then went in with a 1.5mm and 2.5mm maverick along with a 3.5mm quantum and deployed the dislodged stent. Ivus was used and it was noted that the stent was not well apposed. A 3.75mm quantum balloon was used to the post dilate the stent and ivus was used again confirming that the stent was well apposed. No pt complications were reported with the pt's current condition listed as "stable".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.